Event description:
Prior to a diagnostic procedure, the nurse opened the pouch and discovered that the catheter was broken in half. The product was not used clinically. The product has been returned for evaluation and testing. However, the engineering evaluation has not been completed.